Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a sudden event of high blood glucose leading to hospitalization for one day. Patient's blood glucose value when admitted to hospital was 600 mg/dl. Symptoms reported at the time of hospitalization event were confusion, feeling sick/unwell. At hospital the patient was treated with intravenous insulin infusion. Patient changed the insulin reservoir and infusion set. No further information available.